Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user had issues when building out a new medication in pyxis with a unique med identification no and the end users were getting a message that the item was non-formulary. A technical support specialist dialed into the med es app server and logged into pes. Navigated to medications, facility formulary and filtered by medid, the medication was listed. Proceeded to medications, pharmacy formulary and filtered by the same medid no results were found. A technical support specialist provided the necessary steps to the client to address the discrepancy: unloaded the medication from the station, deleted it from the facility formulary, added the item to the pharmacy formulary, approved the medication to the facility formulary, entered the required settings, and reloaded the medication. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user had issues when building out a new medication in pyxis with a unique med identification no and also the end users were getting a message that the item was non-formulary. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.